Event description:
It is reported that a customer was being transported to the hosp because they pumped 13 units of insulin. The customer's blood glucose was 236 before the 13 units were injected. The customer was advised to call back to troubleshoot once they had medical attention. No further info was provided.

Manufacturer narrative:
This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.